Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed the implantable cardiac defibrillator (ICD) exhibited non sustained right ventricular (rv) over-sensing and competitive atrial pacing leading to mode switch. No intervention was performed. Patient condition was stable.